Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that during functional assessment could not be performed fully due the t-handle being broken which is consistent with improper handling (user error). The device also failed visual assessment due to the broken t-handle. The most probable cause for the found defect is improper handling (excessive force or by dropping the device) by the user (user error). The IFU states the following regarding the reported issue that was observed by the user or customer: do not use excessive force, always maintain a firm grip on the surgical impactor and accessories to prevent damage due to dropping and do not strike the device with a mallet or any other instrument. E1: reporter number added (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant devices: 2 surgical impactors, therapy date: (B)(6) 2021. The initial reporter facility address was provided but a j&j sales representative was provided as the contact person. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter attachment device broke. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.